Event description:
The baby needed CPAP to assist with his ventilation. The pulse oximeter was placed and we were unable to get an accurate saturation until after 7 minutes of resuscitation. Ongoing history with malfunctions of the rad 57- rad 87.